Manufacturer narrative:
Concomitant medical products: w4tr01 ipg; 5076-52 lead, implanted: (B)(6)2018; evolutpro-29-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a sudden rise to elevated threshold measurements. It was noted the patient had a transcatheter aortic valve replacement done at the time the elevated thresholds were observed. Reprogramming was done, which resolved the issue and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.